Event description:
Treatment of an avm. It was reported that the catheter ruptured during onyx injection. Consequently, onyx was observed in the parent artery. No patient injury reported. Same event as MDR# 2029214-2012-00436

Manufacturer narrative:
The device will not be returned for evaluation as it was consumed in the event. (B)(4).